Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that while performing the high pressure test air bubbles were forming after he rewound the insulin pump. The customer was experiencing high blood glucose levels and developed diabetic palsy. Customer's blood glucose level was 267 mg/dl. Air bubbles were present along the tubing as well. The customer noticed that the reservoir kept turning and did not stay in place. The device was not returned.